Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. In addition, it was reported that the tandem provided usb cable no longer charged the pump. The customer was able to charge with an alternate cable. Customer¿s blood glucose level ranged from 108-127 mg/dl.